Event description:
The customer reported a non-functioning power cord for their device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a phillips field service engineer and the issue was verified. The mode during use was not reported. The ac power cord was found to be defective. The device was evaluated by a philips field service engineer and the issue was verified. The mode during use was not reported. The ac power cord was found to be defective. The power cord was replaced with another power cord which resolved the issue. The device is functioning as intended. This a malfunction of the ac power cord.